Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose level and the insulin pump was over delivering. Customer¿s blood glucose value at time of incident was 43 mg/dl and current blood glucose value was 107 mg/dl. This morning customer has treated with food. Customer does not allege pump was over delivering. Customer did not wish to troubleshoot. Insulin pump will not be returned for analysis.